Event description:
It was reported that a patient underwent a debridement procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. The surgeon lost sight of the needle. The patient required a fluoroscopic exam with additional tissue dissection to remove the needle.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The actual device involved in this event was returned for evaluation. The device was visually evaluated and no defects were noted.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for tested for needle pull tensile strength and the devices met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.